Event description:
A report was received that the patient was experiencing extreme pain in the lower back. The physician thought that it was due to the clik anchors. The patient underwent a revision where the clik anchors were moved up and was sutured with fixate. The physician did not believe that it was a device malfunction.

Manufacturer narrative:
.